Event description:
A customer contacted beckman coulter inc. (Bci), regarding discrepant negative (-) serum test results from the icon 25 hcg test kit. A serum sample from a patient gave a negative (-) result when tested with the icon 25 hcg test kit. A urine sample, tested earlier with the icon 25 hcg gave a strong positive (+) result. Testing was repeated several times with urine and serum samples, and the same results were obtained. A quantitative test was performed using a serum sample and beta-hcg result was 118miu/ml. Another quantitative test was done later and beta-hcg result was 133miu/ml. No injury has been reported as a result of this event.

Manufacturer narrative:
The complaint was not confirmed. Retain devices performed as expected when tested by beckman coulter inc. (Bci), using controls and low (17 miu) and high (70miu) quantitative positive clinical serum samples. Product and samples were not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B) (4).